Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the motor stall was not determined but the pump was near end of life. It was unknown if any actions/interventions were performed as the situation occurred in the patient's hometown and the hcp never got telemetry report from the manufacture representative. The patient was scheduled for pump and catheter replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the cause of the motor stall was not determined. The patient went to the hospital and the manufacture representative analyzed the pump but have been unsuccessful in getting records. The issue was not resolved as they were trying to get the pump replaced. It was noted the motor stall had recovered. The patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine ( 6 mg/ml at 1.5002 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient went to the emergency room on (B)(6) 2019, due to the pump alarming critically. The manufacture representative checked the pump and it was a motor stall. The hcp wanted the logs and was redirected to nas. It was noted the patient was due for a replacement in three months at their last refill on (B)(6)2019. No trouble shooting was performed due to lack of access to product. No symptoms were reported and the patient did not recently have an MRI.